Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the electrode peeled away. Another device was used to complete the case. Computerized tomographic examination was performed at end of the operation, CT features suggested the existence of the broken piece. The doctors found the broken piece and it was retrieved from the patient in about an hour. Computerized tomography was performed again, there was no findings like the broken piece. We are presently checking detailed information.

Manufacturer narrative:
(B)(4). Additional information: photo analysis. We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. There was a set of photographs submitted on a report. There are pictures of two different devices. Device a apparently had the upper jaw of the device detached, and the electrode and the ceramic detached from the jaws of the device. The second device had the electrode separated from the jaw, but still attached to the electrode.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.